Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. After review of reported event as, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. No technical services were requested or performed in response to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a capsular tear during subincisional cortex removal. The laser procedure all went well. Suction was not lost, docking was flat and the patient was cooperative. The capsulotomy was free floating and was easily removed. The lens was cracked and easily removed. During subincisional point of cortex removal, capsule was tore. A vitrectomy was performed and an anterior chamber intraocular lens was implanted. The surgeon is unsure if the capsule tear was due to laser use.